Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, inappropriate bypass of the caution: negative ultrafiltration (uf) alarm. The homechoice apd systems trainer's guide provides instructions on how to bypass the caution: negative uf alarm. Bypassing the alarm could result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:21:26. During night drain cycle four, the patient's ultrafiltration reading was 607ml, indicating the home patient (hp) drained 807ml more than their maximum programmed fill volume of 1000ml. No additional information is available.